Event description:
During a literature view performed by patient safety operations on 22/nov/2022, an article titled "short is the type of biomesh relevant in the prevention of recurrence following abdominal wall reconstruction? A randomized controlled trial" was identified which discussed the study was a parallel, dual-arm, double-blind randomized controlled trial involving adult patients undergoing complex abdominal wall reconstruction with a biologic mesh at a quaternary care institution between october 26, 2017, and august 31, 2020. Patients were randomly assigned to receive permacol (cross-linked) compared with strattice (not crosslinked). The main outcome measure was hernia recurrence at 1 or more years following the index repair. 94 patients were randomized to undergo reconstruction with 1 of 2 commonly used biologic mesh products. 48 patients were implanted with strattice. Median age was 58, 24 patients were female, mean body mass was 32.1, 21 patients had diabetes mellitus, 2 were current smokers, 1 patient was undergoing active chemotherapy and 18 were on immunosuppression medications. The overall complication rate was 55.3%. The specific incidence of complications within the non-abbvie product and strattice groups was statistically similar. In the strattice cohort, the complications were listed as wound ssi, organ space ssi, kidney injury, pneumonia, urinary tract infection, deep venous thrombosis, pulmonary embolus, inpatient intervention (drain), and hernia recurrence. No readmissions were noted within 90 days after discharge from the index abdominal wall reconstruction. One patient required placement of an outpatient percutaneous drain for an early seroma. All patients with remaining wound care issues were successfully treated as outpatients after the index hospital stay by way of home care nursing, surgeon clinic visits and rarely antimicrobials. The patient length of hospital stay was similar between groups. The type of repair (i.e., position of the mesh) did not affect outcome rates or comparisons. All cases of organ space ssi were successfully managed with antibiotics with or without percutaneous drainage. The article noted that there is also a significant cost difference between the 2 dominant market leaders (strattice and nonabbvie product). Although the specific price that a given hospital will be charged can vary according to preexisting arrangements and bulk purchase agreements, the cost of 1 biologic mesh product is generally twice as much as the other. In addition, patients with a preceding hepatic transplantation, more than 1 previous incisional hernia repair/active abdominal wall infection, possessed an increased risk of a subsequent hernia recurrence. The conclusion reported that given similar clinical performance between the 2 most commonly used biologic mesh products, the most cost effective mesh should be used in cost-conscious health care systems.

Manufacturer narrative:
Ref. Initial reporter name and address: corresponding author and associated institution. This MDR is being reported as an individual event type for serious injury due to the medical intervention to treat the infections, and assumed surgical intervention to treat the recurrence. Multiple attempts were made for additional information, including relevant lot numbers; however to date no additional information has been received. The lot numbers associated with these events remain unknown; therefore an internal investigation could not be performed. Based on the reported information, a relationship between the events and the strattice devices cannot be determined. If additional information is received, a follow up report will be submitted.